Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported the blood gas monitor did not function as expected. The device was returned for investigation. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.